Event description:
The ventilator kept failing the leak test during pre-operational check. The device also failed the flow sensor calibration sporadically. During servicing (with service software) the device failed the obstruction valve test and sys tubing tightness test repeatedly. No technical failure codes appeared in device logs. It is unknown whether the components failed due to exposure to a magnetic field. Teslaspy logs were not provided. No 'off ventilation software' entry can be found missing in the logs either. Check valve assembly was replaced und this led to a resolution of the issues.